Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On (B)(6) 2022 it was reported by a facility representative via sems that an ar-6480 dw arthroscopy fluid management device had an issue. The pump malfunctioned during an unspecified procedure, going above the pressure setting on outflow. No patient injury, switched pumps during the procedure. This was discovered during use with no impact to the patient.